Event description:
It was reported that the patient had an allergy to silicone. The device was explanted and replaced. There were no other patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.